Event description:
The lead was returned and analysis was completed.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Calcification was noted on the proximal electrode and on the helix mechanism. Analysis confirmed the clinical observation and concluded the increase in shock impedance was due to calcium build-up on the lead.

Event description:
Additional information was received indicating the lead was explanted and replaced due to the observed increased impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead has not yet been returned. This report will be updated should additional information become available or upon completion of analysis.

Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited high out of range shock impedance measurements. Additionally, the pace impedance measurements were also noted to be increasing. Evaluation of the lead was planned for the next in-clinic follow-up. No adverse patient effects were reported.